Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator, (B)(6) 2012; 5086mri45 implantable pacing lead. (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.